Manufacturer narrative:
Date sent to FDA: 09/17/2020. Additional information: a2, b7, d3, g1, g2.

Manufacturer narrative:
Date sent to the FDA: 02/25/2020. Corrected information: g1.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form in addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent ventral incisional hernia repair surgery on (B)(6) 2006 and mesh was implanted. It was reported that the patient underwent an open recurrent hernia repair surgery on (B)(6) 2007 during which the surgeon noted the previously placed mesh was balled up in the left periumbilical area. It was reported that the patient experienced severe pain, nausea, vomiting, chills, inflammation, adhesions, recurrence, scarring, disfigurement, loss of appetite, stress and anxiety. No additional information is provided.